Event description:
It was reported that during patient use when trying to utilize the quick access button (elevated o2), it would not work. However, when an alcohol wipe was used, button responded. There was no harm to the patient during the ventilator quick access button malfunction. The ventilator was performing and supporting the patient without any issues. The ventilator was switched without any incident. Device check calibrations and alarm test were performed and passed. Quick access buttons worked. Reporting hospital unwilling to provide any patient information.